Event description:
It was reported, the pt experienced intermittent stimulation and more frequent charging of her ipg. It was reported, the sjm representative met with the pt and turned the magnet mode off. The pt stated, the stimulation turns off by itself about twice an hour and stops for about 3-4 seconds. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.